Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called requesting assistance to find the amount of insulin left in the reservoir. The customer stated that all of a sudden the insulin pump started delivering insulin, but the customer press the escape button. The customer checked the bolus history and it showed that it gave him 10 units of insulin. The blood glucose was 168mg/dl, but had drooped to 151mg/dl. Advised the customer to check his glucose level every thirty minutes to make sure his glucose does not drop too low. No further information was provided.